Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical provided the customer with a case number, and a heater and possibly a gde replacement are required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator unit alarmed circuit occlusion while connected to a patient. The customer also mentioned that there was an excessive rain outside in the exhalation corner and near the flow sensor. Furthermore, the patient was placed on a different ventilator, but no harm was reported.